Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was 123 mg/dl. It was also found the customer was stuck in the rewind complete/bolus delivery loop. Troubleshooting found the customer's drive support cap appeared to be sticking out. Customer could not recall pressing on the cap while connected. The customer also stated they have dropped the insulin pump in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer will not be returning the insulin pump at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.